Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor fracture (overstress), full lead visual: it was noted that the distal conductor was distorted.

Event description:
It was reported that during implant, problems with the helix were found. Pt : ok. The device was not implanted. No patient complications have been reported as a result of this event.